Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call low blood glucose and issues with insulin pump. Customer's blood glucose level was 42 mg/dl. Customer treated their low blood glucose with yogurt and cereal. Customer played at the park and they did not treat their low blood glucose after taking their blood glucose level. Troubleshooting on the insulin pump was performed. Customer advised the drive support cap appeared normal. Customer advised they properly primed the insulin pump. Customer was advised to disconnect from the infusion set and remove the reservoir from the insulin pump.